Event description:
The pt had a helex septal occluder implanted on (B)(6) 2008. Eight days later the physician reported that the pt had developed atrial fibrillation and placed the pt on anti-coagulants/coumadin.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.